Manufacturer narrative:
(B)(4). Approximate age of device ¿ 64 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted twice for increased lactate dehydrogenase (ldh). The patient¿s prior admission was not previously reported to the manufacturer. During the first admission, an echocardiogram was performed but was inconclusive. The patient was treated for three weeks with unspecified intravenous anticoagulation and antiplatelet therapy. The patient¿s ldh reportedly decreased and the patient was discharged on an unspecified date. The patient returned to the clinic two days post-discharge with complaints of nausea and dizziness. The patient¿s ldh had increased to 701 u/l. The patient was taking the anticoagulants coumadin, aspirin, and dipyridamole at the time, and was started on bivalirudin and IV aggrastat. A 3-d cardiac CT scan was performed to rule out any thrombus in the inflow or outflow of the lvad. It was reported that on (B)(6) 2016 the patient underwent a pump exchange due to thrombosis. During the lvad exchange procedure it was also confirmed that thrombus was not present in the inflow or outflow. The patient¿s ldh values since pump exchange have been less than 200 u/l. No additional information has been provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 12 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of this observed deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. The report that inflow cannula position was not optimal could not be confirmed through this evaluation and a correlation to the observed deposition could not be established through this evaluation. Upon removal of the deposition, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and passed electrical and functional testing. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was implanted on (B)(6) 2016 without complications and discharged home on (B)(6) 2016. Pre-operative echocardiogram revealed an ejection fraction of less than 20%, right ventricle with normal function, and left ventricle mildly dilated. It was reported that the patient was seen in clinic several times post-discharge and the lvad was functioning as expected and labs were within normal limits. On (B)(6) 2016 the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) of 1307 u/l, inr of 1.78 and was started on angiomax. On (B)(6) 2016, the patient¿s coumadin was increased to 6mg, and the ldh had decreased to 364 u/l. On (B)(6) 2016, the patient was discharged home. On (B)(6) 2016 the patient was readmitted with an ldh of 701 u/l and an inr of 2.59. On (B)(6) 2017 the patient was started on agrostat due to an ldh of 1117 u/l. A CT showed no evidence of inflow or outflow obstruction. On (B)(6) 2016, the patient underwent a pump exchange. It was observed during the exchange that the inflow position was not optimal, and the surgeon anchored the inflow elbow to obtain optimal flow through the pump. The patient was transferred to the ICU in stable condition and discharged home on (B)(6) 2016 with an ldh of 224 u/l.